Event description:
It was reported via repair work order that footboard had intermittent power due to bed side footboard connector pins being pushed down and loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.